Event description:
The reporter contacted animas on (B)(6) 2013 and reported the patient woke up today with a blood glucose (bg) of 59mg/dl with feeling low and corrected low bg with orange juice and went back to bed. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. It was reported that the cartridge is changed every two to three days and infusion set was changed every three to four days. The alarm history was reviewed and occlusion was detected and low battery and replace battery alarms were in history. This report is being made due to the history settings issue (inaccurate delivery).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: the total daily doses (tdd) for 07/14/2013 appear to be inaccurate due the time and date being set incorrectly. No alarms outside the range of normal patient use observed in pump history. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. The pump successfully passed a 29 hour flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. There was no defect found.